Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
The zilient wire was used to attempt to cross a chronic total occlusion of the anterior tibial artery, via pedal access. Force was applied and the wire was twisting during advancement. The wire was removed with the intention to use a different wire, however it was revealed that part of the wire was left in the entry of the sheath. The sheath was pulled back to try and remove the wire, however the wire remained in vivo. Multiple attempts were made to retrieve the fragment and eventually it was able to be snared from the patient. The procedure was completed without further issue.

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
The zilient wire was used to attempt to cross a chronic total occlusion of the anterior tibial artery, via pedal access. Force was applied and the wire was twisting during advancement. The wire was removed with the intention to use a different wire, however it was revealed that part of the wire was left in the entry of the sheath. The sheath was pulled back to try and remove the wire, however the wire remained in vivo. Multiple attempts were made to retrieve the fragment and eventually it was able to be snared from the patient. The procedure was completed without further issue.